Event description:
The device had a small piece break off in which they had to replace it to continue with the procedure. The providers involved were able to obtain the broken piece and determine a new one had to be used and it was sequestered as a result.